Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspection revealed no issues. The device underwent the rite functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The technician checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite; readings go to their proper infinite value when the pump assembly is disconnected. The malfunctioning pump assembly caused the unwanted electrically conductive path from both of the ac lines to earth ground resulting in the earth leakage failure. The cause for the earth leakage was determined to be caused by a malfunctioning pump assembly. The pump assembly was to be scrapped when the device was sent to servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.